Event description:
A malfunction alarm was reported with code "malf 12" indicating an issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The malfunction code was resettable, and no additional actions or outcomes were detailed in the report.